Event description:
It was reported that the patient was using a strong magnet for another implantable device and had experienced nausea related to the use of this magnet. Possibly, the implantable neurostimulator was shutting off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).